Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 264 mg/dl and 109 mg/dl, 410 mg/dl and 161 mg/dl result sets were obtained at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged obtaining the results of 260 mg/dl and 65 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged that on another day, she also obtained the results of 190 mg/dl, 231 mg/dl, and 80 mg/dl back to back within 10 minutes on the same aviva system. Reporter stated that on both days after obtaining both sets of results that she felt hypoglycemic and self-treated with food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.